Event description:
It was reported that a tip break occurred and the tip remained in the patient. The target lesion was located in the severely calcified popliteal artery. A savion guidewire was selected for use. During advancement to the lesion, the guidewire had to be manipulated to pass the stenosis and the first 1cm of the tip broke. An attempt was made to snare the tip of the wire; however was unsuccessful and the tip of the guidewire remained in the patient. A different guidewire was used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer:the savion guidewire was returned for analysis. Visual and microscopic inspection revealed that the distal tip was bent and the body was bent 62 inches from the proximal end. The distal end polymer jacket had a detached section located 117.5 inches from the proximal end. The detached fragment was not returned. No further damage was found on the device. Dimensional inspection determined that the outer diameter of the middle and proximal sections of the device were within specification. Due to the detached polymer jacket, dimensional inspection of the overall length and distal tip outer diameter was unable to be completed.

Event description:
It was reported that a tip break occurred and the tip remained in the patient. The target lesion was located in the severely calcified popliteal artery. A savion guidewire was selected for use. During advancement to the lesion, the guidewire had to be manipulated to pass the stenosis and the first 1cm of the tip broke. An attempt was made to snare the tip of the wire; however was unsuccessful and the tip of the guidewire remained in the patient. A different guidewire was used to complete the procedure. There were no patient complications reported and the patient's status is stable.